Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set leaking event on (B)(4). Patient reported that infusion set was leaking in the tubing. Infusion sets were used for 1 day. No further information was available.

Manufacturer narrative:
(B)(4) - device 3 of 3. E1: patient city: (B)(6). Patient country: united states.